Manufacturer narrative:
(B)(4). Additional concomitant medical products: unk biolox option ceramic femoral head; trilogy acetabular system longevity crosslinked polyethylene # item 00630505032 lot 61463102; tm modular cup 50mm cluster # item 00620205022 lot 61483936; trilogy bone screw 6.5x20 # item 00625006520 lot 61458804. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06553. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered from dislocation and underwent a closed reduction of the hip approximately one month post hip revision surgery.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
T was reported that the patient suffered from left hip anterior superior dislocation requiring closed reduction under conscious sedation in the emergency room approximately one month post hip revision surgery. She was then admitted to hospital for observation.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00555.

Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00555.